Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited high capture thresholds and failure to sense. Insulation breach was suspected. The lead was capped on (B)(6) 2025 and successfully replaced. There were no patient consequences.